Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation; however, the reported treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. It was reported that the rx graftmaster covered stent was deployed at a maximum pressure of 14 atmospheres (atm). It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) specifies: deploy the stent graft slowly by pressurizing the delivery system in 2-atm increments, every 5 seconds, until the stent graft is completely expanded. Fully expand the stent graft by inflating to nominal pressure at a minimum. The IFU specifies the nominal rated burst pressure (rbp) is specified as 15 atmospheres (atm). It is unknown if the IFU deviation contributed to the reported event.

Event description:
Subsequent to filing the initial medwatch report, attempts were made to find out how the perforation was ultimately sealed since the reported information stated that the perforation was not sealed after implantation of the 3.5 x 16 mm graftmaster stent. However, no additional information could be obtained.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: stent: 2.8x19 rx graftmaster; 4.0x19 rx graftmaster; 3.5x19 rx graftmaster. (B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The rx graftmaster devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that after recanalization of a chronic total occlusion (cto) in the distal right coronary artery (rca), the patient presented with a free perforation with extravasation from the distal rca to the right ventricle cavity. A 2.8x19 rx graftmaster covered stent was deployed with a maximum (max) pressure of 14 atmospheres (atm), but the perforation was not sealed. A 4.0x19 rx graftmaster was also deployed with a max pressure of 14 atm, but the perforation did not seal. A 3.5x19 rx graftmaster was also deployed with a max pressure of 14 atm used, however, it is unknown if this stent was implanted or if this stent sealed the perforation. A 3.5x16 rx graftmaster was then deployed with a max pressure of 14 atm, but the perforation did not seal. Reportedly, use of these four graftmaster covered stents did not cause or contribute to additional complications or adverse events. No additional information was provided.